Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm enter blood glucose now. Customer's blood glucose at time of incident was 167 mg/dl. The customer stated that she did calibrate but pump didn't take the calibration. The customer was advised to wait up to 15 minutes to show in calibrating history. Customer did calibrate and her meter battery is low and advised to change the meter first. The customer was advised to calibrate when pump is in idling mode and blood glucose must be between 40 and 400 mg/dl.